Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's battery was tilting. The patient had lost weight. The patient's had a pocket revision where the doctor made a deeper pocket for the ins battery. The issue was resolved.